Event description:
It was reported that during an unspecified procedure, a balloon burst occurred. The details of the lesion are unknown. A 2.0x15mm maverick2 monorail balloon catheter was inflated and burst. The number of inflations and to what atmospheres is unknown. There is no additional information.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.